Event description:
It was reported that the patient felt weak and there was intermittent oversensing, noise and pacing inhibition on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.